Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. The patient was hospitalized for peritonitis. The patient received unspecified treatment for the event. Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.